Manufacturer narrative:
(B)(4).

Event description:
It was reported a remote transmission revealed post-paced t-wave oversensing episodes. The patient is asymptomatic. The recommended programing changes were made. The patient was doing fine after the programming changes.